Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. The device had minor scratched display window.

Event description:
Customer reported the buttons on the insulin pump were not responding. Customer inserted a new battery and then the screen went blank. Blood glucose was 176 mg/dl. The device had no signs of physical damage. The device was not dropped, bumped, or exposed to moisture. Battery cap was not damaged. Battery compartment and spring were neither damaged nor corroded. New battery was inserted and display did not return. Battery compartment was cleared, inserted new battery, and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.